Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced discreet stoma site discharge. The stoma exudate was collected and tested positive for pseudomonas. The patient was prescribed levofloxacin. It was reported that the patient finished antibiotic therapy, and has an improved stoma site with only a slight clear ooze.

Manufacturer narrative:
Reference record (B)(6). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.